Event description:
It was reported that the pt occasionally experiences over stimulation or an increased nerve sensitivity. Testing was unremarkable. The pt is not wearing his speech processor for the time being.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.